Event description:
After 58 months of implantation, the interrogation of the device involved in this MDR report could not be completed. Although the device was forced to switch to standby mode with an engineering software and re-initialized completely with the standard programmer, the device was explanted.

Manufacturer narrative:
On 02/25/2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Analysis is pending (explanted device not yet returned for analysis).